Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. The primary problem was replicated. Error code 41541 is last error code. Most probable cause is a software issue. Performed preventive maintenance to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 41541. The product fault occurred during testing. There was no patient involvement.